Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed an "error 3" and "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1245pm. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. After the start of the alleged issue, the patient claims he felt symptoms of flushed and was perspiring. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The cca walked the patient through a retest to resolve the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.